Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the stroke was secondary to left carotid artery blockage, and was not related to deep brain stimulation (dbs) or parkinson's disease. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient was hospitalized (B)(6) 2017 due to stroke. It was noted the event was pending confirmation if this was reportable per site protocol. No further complications were reported/anticipated.